Manufacturer narrative:
Results: a visual inspection of the returned product shows the lens is stuck in the tip of the cartridge. No visible damage to the cartridge. It should be noted that the injector and foam tip plunger were not returned for evaluation. A lens serial work order search was performed for similar complaints within the search and no similar complaints were found.

Event description:
The reporter stated that the surgeon was advancing a visian icl (implantable collamer lens) model micl 12.6mm and the lens became stuck in the cartridge and the surgeon thought the lens became stuck in the cartridge and the surgeon thought the lens might be damaged, so he didn't want to use it. No patient contact.